Manufacturer narrative:
Physio-control informed the customer their device was discontinued. The customer then decided not to return their device to physio for evaluation. As the device was not evaluated, a cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. When they pushed the on button, the display lit up for 3-5 seconds, and then the device powered off. There was no patient use associated with the reported event.